Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. While performing total service maintenance of the instrument, the cse found leaks in the rinse blocks and replaced them. The cse ran precision, resulting satisfactory. The cse ran quality controls (qc), resulting within specifications. The cause of the discordant, non-reproducible ipth results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Imprecise intact parathyroid hormone (ipth) results were obtained on two patients' samples (samples ID: (B)(6)) when run in duplicate on an advia centaur cp instrument. Sample ID: (B)(6) was repeated in duplicate on the same instrument, resulting imprecise. Sample ID: (B)(6) was not repeated. No results were reported to the physician(s). The samples were sent to an affiliated laboratory for testing. The results from the alternate laboratory were not provided and the correct results for the patients is unknown. There are no known reports of patient intervention or adverse health consequences due to the discordant, erratic ipth results.